Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the while changing the pump supplies, the fill tubing screen appeared before it was anticipated and an incomplete fill tubing alert had been received. The customer acknowledged the information that if the fill tubing was not completed within the 90 seconds, the alert would sound. The customer restarted the loading process and successfully loaded the cartridge and tubing. The customer's blood glucose was not impacted. Tandem technical support reviewed the pump data and found that a cartridge alarm 25 occurred prior to the customer's load issue. Multiple attempts were made to follow-up with the customer to discuss the alarm 25, however, the customer did not reply to the requests.